Manufacturer narrative:
An onsite inspection of the lift and its components was completed by a hillrom technician, accompanied by multiple account representatives. The inspection found the two safety hooks (composite latches) on the slingbar to be missing, and the red safety latch of the slingbar quick-attach system broken. The red safety latch helps the user ensure that the hook is properly attached to the lift before usage, but the assessment from all technicians visiting the account is that the red safety latch was broken prior to this incident. The technicians' conclusion is that the user at the account did not fully attach the quick release hook to adapter 22. When the account turned the patient, the improperly attached hook was twisted out of its position and released from adapter 22. The instructions for use of the viking m lift (7en137102, revision 1) state the following under the safety instructions section: before using the lift, make certain that:the lift is assembled according to the instructions. Lifting accessories are correctly applied to the lift. The batteries have been charged for at least 6 hours. You have read and understood the instruction guides for the lift and lifting accessories. Personnel using the equipment have received appropriate instructions and training. You have selected the correct type, size, material, and design of slings and accessories to safely meet the patient¿s needs. Before lifting, always make certain that: the lifting accessories are not damaged. Hillrom attempted to have the devices involved in this incident returned to the manufacturer for additional analysis. This attempt has been unsuccessful due to the fact that the viking m lift is currently under judicial seal. Hillrom has replaced 15 quick release hooks with a fixed slingbar upon the account's request. The customer has been reminded to follow safety instructions as stated in instructions for use. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating that a patient was being mobilized with the viking m mobile lift from a bed to the chair at 10:30 am on (B)(6) 2021. When the patient lifter of the lift system rotated, the hook connecting the load cell and the bracket separated, the slingbar then separated from the adapter, and the (B)(6) male patient fell on the forked-legs of the lift¿s base sustaining cervical spine and back trauma. The patient expired later that day at 11:45 am. It is noted the slingbar and patient harness also fell with the patient. Details of medical intervention for the reported fall and subsequent cervical spine and back trauma, the patient¿s determined cause of death, the admitting diagnosis, and past medical history were not provided upon hillrom's request. The lift was located at the account at the time of the incident. This report was filed in our complaint handling system as (B)(4).